Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service was unable to reproduce or confirm the customer¿s reported image issue, but found a lens was foggy. The issue was resolved once the lens was aerated. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service found rfid and production labels had deep scratches. There was a leak in the instrument channel under the scope connector boot. The angulation was low. The right/left and up/down control knobs were loose. There was a deep dent around the biopsy opening on the distal end plastic cover. The adhesive on the c-cover and insertion tube was cracked. The air/water supply was mixed with air. There was a crack in the plug unit of the scope connector, and the water detection sticker was activated. The light guide lens was cracked. The objective lens was chipped. There were minor scratches on the insertion tube. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified diagnostic procedure, the image from the subject device was blurry. There was no patient or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation.